Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized due to pneumonia, kidney problems and low blood glucose. The blood glucose reading was 36 mg/dl at the time of admission. Customer stated that she had and x-ray and her insulin pump was exposed to it. Nothing further was reported.